Manufacturer narrative:
(B)(4). Instrument b: batch # (B)(4), exp: 04/16/2016, MFR date: 05/16/2011. The analysis results found that the ats45 device a was received with the firing mechanism damaged. A reload was loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The cartridge was removed as intended, the device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results found that the ats45 device (b) was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, that the reload came out of the stapler during the firing and only some staples were formed. The surgeon had to over sew where staples didn't form. A second stapler was opened and returned claiming the reload slid out and then back in during the firing; again only some staples formed. The additional surgical intervention required was over sewing staple/cut lines. There were no patient consequences.